Event description:
It was reported that there was a sensor not active message; during sensor session. Data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)